Event description:
Let me recap this as best as I can first lead biotronik implanted ~2011, fractured, capped 3 months ago. Second ICD (implantable cardioverter defibrillator) vdd (single atrial lead) biotronik lead implanted 3 months ago, fractured, extracted "(B)(6)." Reimplanted with (B)(6) lead (sn in the mpxr) on "(B)(6)," fractured, explanted on "(B)(6)." Reimplanted with an abbott lead on (B)(6). So far no news from this lead. Reference report: mw5146715. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).